Manufacturer narrative:
The device history record has been inspected and reviewed. This is the final supplemental report, the complaint is closed.

Event description:
Reported that in a procedure, the blind screw on the component could not be backed out. An additional component was opened and the tibial component from that implant was instead used in the procedure. Only a delay of approximately 5 minutes was reported. Note: the representative did ensure the surgeon understood that the alternate cementing technique should be used per the field notice associated with the blind screw removal issues, however the surgeon did not agree with this approach and preferred to open a new implant. [Customer].